Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending angle insufficient due to elongation of the angle wire, flexible tube of the insertion section crushed, coating of the image guide coil is peeling off (1mm2 or more), curved rubber adhesive missing, scratches found on the operation part, scratches found on the rotating mechanism, scratches found on the switch box, scratches found on the grip, scratches found on the angle lever, scratches found on the up/down plate, scratches found on the universal cord, wrinkles observed in the universal cord, scratches found on the scope connector, and scratches on the scope connector cover. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite bronchovideoscope having insufficient bending angle. Upon inspection and testing of the returned device, the coating of the scope image guide serpentine tube was found peeling off (1 mm 2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.